Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, poor aspiration was noted. There was no system message displayed. The system was exchanged for another and the procedure was completed without delay. There was no harm to the pt.